Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:55:14. During night drain cycle three, the patient's ultrafiltration reading was 1737ml, indicating the home patient drained 1737ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was determined to be a false empty detect and use error of inappropriately setting the minimum drain volume percent too low. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.